Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that upon the review of the patients alarm history, he was found to have 13 pi events with power spikes. Three of the pi events were also associated with increased flows up to 12. The patient has had no other alarms. Heparin was started, and patient has received coumadin the last 4 days. When the patient was coming out of the operating room, his rpm's were initially 9400 but his lv was decompressed. The event log confirms the events reported. The most recent portion of the event log with a 9000pm set speed consisted of mainly pi events. This could be due to the 9000pm set speed artifact. Transient elevations in power are known to occur with pi event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.